Event description:
Device 1 of 2. Ref MFR report: 1627487-2014-25009. It was reported the pt is receiving right arm, shoulder and neck stimulation and not left side (predominant pain area) stimulation/coverage. Diagnostics revealed normal impedances. X-rays were ordered. The pt will meet with a sjm rep and surgeon at a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.